Manufacturer narrative:
Patient was revised to address disassociation of the liner from the cup due to impingement. Doi: (B)(6) 20/12 - dor: (B)(6) 2015 (left hip). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.

Event description:
Patient was revised to address disassociation of the liner from the cup due to impingement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).